Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital following inappropriate defibrillation therapy from the device. Upon interrogation, the device was found in backup vvi mode due to event queue overflow. A device download was performed and the patient was stable and will continue to be monitored.